Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had multiple pump error alarms. Troubleshooting was done for pump error alarms and it was found that pump error reoccurs. The customer¿s blood glucose 180 mg/dl. The insulin pump will not be returned for analysis.